Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the remote manager failed to open. The user attempted to back out and recover the fridge, then try to open it again and switched the cables, but my nurse manager said it had only gotten worse. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager continued to freeze and fail to open when accessed, even after the previous cable replacement was performed. The field service engineer (fse) had moved the remote manager to a new refrigerator as requested by the customer and verified proper operation. The system functioned as intended after the field service engineer repaired the device. This incident has been added to our database of reported incidents. Our business team regularly reviews the data collected for identification of emerging trends. All available information has been provided to bd regarding the reported event. If additional information is received, the complaint record will be reassessed. Medstation/medbank does not have an allegation of the product. Upon further evaluation, the issue was identified with the (srm/rm or q-lock).